Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Stylet insertion test result was failed at is-1 pin at distance 2cm. There is no conductor distortion but there was dried blood obstruction in distal conductor. The blood in the distal conductor most likely entered though the is-1 pin.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician during pre-operation was unable to move the stylet in the lumen of the right ventricular (rv) lead. The lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.